Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('there is a silver metallic coil structure embedded within each fallopian tube consistent with essure.') In a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's concurrent conditions included obesity, iron deficiency, menses irregular, thrombosis, urinary frequency, nabothian cyst, endocervicitis and uterine bleeding. Concomitant products included cyanocobalamin;folic acid;iron pentacarbonyl (iron 100 plus) and oral contraceptive nos from (B)(6) of 2019 to (B)(6) of 2019. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) of 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) of 2007, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) of2007, the patient experienced rash papular ("small red bumps on arms and legs"). In (B)(6) of 2007, the patient experienced nausea ("nausea") and migraine ("migraines/headaches"). In (B)(6) of 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) of 2010, the patient experienced mood swings ("hormonal changes/mood swings"). In (B)(6) of 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) of 2015, the patient experienced vision blurred ("vision problems/blurried"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), metrorrhagia ("metrorrhagia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have neoplasm ("tumors"), uterine neoplasm ("2 tumors in uterus"), weight increased ("weight gain") and uterine leiomyoma ("fibroids/leiomyoma of uterus"). The patient was treated with surgery (B)(6) 2019, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, fatigue, mood swings, nausea, vaginal haemorrhage, migraine, rash papular and abdominal pain upper had resolved, the embedded device, hypersensitivity, psychological trauma, gastrointestinal disorder, headache, neoplasm, vision blurred, uterine neoplasm, weight increased, weight decreased and uterine leiomyoma outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, pelvic pain, psychological trauma, rash papular, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain , back pain, menorrhagia, metorhagia, hypersensitivity, psych injury. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, fibroids, fatigue, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : following event was added : there is a silver metallic coil structure embedded within each fallopian tube consistent with essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's concurrent conditions included obesity, iron deficiency, menses irregular, thrombosis, urinary frequency, nabothian cyst, endocervicitis and uterine bleeding. Concomitant products included iron and oral contraceptive nos from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2007, the patient experienced rash papular ("small red bumps on arms and legs"). In (B)(6) 2007, the patient experienced nausea ("nausea") and migraine ("migraines/headaches"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes/mood swings"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vision blurred ("vision problems/blurred"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have neoplasm ("tumors"), uterine neoplasm ("2 tumors in uterus"), weight increased ("weight gain") and uterine leiomyoma ("fibroids/leiomyoma of uterus"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, fatigue, mood swings, nausea, vaginal haemorrhage, migraine, rash papular and abdominal pain upper had resolved, the hypersensitivity, psychological trauma, gastrointestinal disorder, headache, neoplasm, vision blurred, uterine neoplasm, weight increased, weight decreased and uterine leiomyoma outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, pelvic pain, psychological trauma, rash papular, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain , back pain, menorrhagia, menorrhagia, hypersensitivity, psych injury. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, fibroids, fatigue, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received- new events abnormal bleeding (vaginal), migraines/headaches, small red bumps on arms and legs, 2 tumors in uterus, stomach pain, fibroids/leiomyoma of uterus, plaintiff didn¿t undergo essure confirmation tests, weight gain and weight loss were added. The outcome of events fatigue and nausea were updated from unknown to recovered and alopecia updated from unknown to recovering. Event hormonal changes updated to mood swings and vision problems to blurred. Event onset date was added. Concomitant drugs and medical history were added. Patient's height and weight were added. Reporter's information was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea,") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery ((B)(6) 2019, hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, neoplasm and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, psychological trauma and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain abdominal pain , back pain, menorrhagia, metorhagia, hypersensitivity, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography was added. Previously added ¿injury¿ was replaced with ¿pelvic pain¿. New events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), hypersensitivity, psych injury, fatigue, gi conditions, hair loss, hormonal changes ,headaches, nausea, tumors, vision problems" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.